Event description:
It was reported that during a navio ukr procedure, when plugging in the anspach drill to the cart, it was noticed that there was some fluid on the plug. Also, once plugged the led lights did not illuminate on the anspach console. They unplugged, checked the inside of the end and did not see any liquid. They shook the end and re-plugged and the lights illuminated and were able to calibrate. Once getting to cutting, the handpiece error "handpiece exposure control motor failure" came up. They re-checked and re-calibrated, but the same error persisted. They changed out the handpiece, but the same error was still present. Then also changed drill, but it did not solve the issue (same error appeared). They decided to change to manual procedure with a delay of fewer than 30 minutes. They ran diagnostics on both hand pieces and drills and everything passed. However, the handpiece that first caused the error might have shorted the system. It is unknown if it was a handpiece or software issue. No other complications were reported.

Manufacturer narrative:
H6: health effect - impact code. Section h3, h6: the navio surgical system us, part number: npfs02000, serial number: (B)(6), used for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. Log files although submitted would have no information to add to the investigation. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. If a navio surgical system failure occurs at any point during the surgical case, the surgical technique guide provides a ¿recovery procedure guidelines¿ table for recovering to a fully manual procedure. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with moisture in the drill connector. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. B5: describe event or problem. H6: medical device problem code.

Event description:
It was reported that, during a navio ukr procedure, when plugging in the anspach drill to the cart, it was noticed that there was some fluid on the plug. Also, once plugged the led lights did not illuminate on the anspach console. They unplugged, checked the inside of the end and did not see any liquid. They shook the end and re-plugged and the lights illuminated and were able to calibrate. Once getting to cutting, the handpiece error "handpiece exposure control motor failure" came up. They re-checked and re-calibrated, but the same error persisted. They changed out the handpiece, but the same error was still present. Then also changed drill, but it did not solve the issue (same error appeared). They decided to change to manual procedure with a delay of fewer than 30 minutes.